Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot# n151402, implanted: (B)(6) 2008, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Follow up information received reported that the patient was to have their full implantable neurostimulator (ins) system replaced on (B)(6), 2014. Impedance testing was not possible as the patient felt a "jolt" as soon as the testing began and, therefore, a full analysis could not be completed. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted the last couple of days, if the device was turned down low, the patient had pain in her head. It was noted when the device was turned up, stimulation was ¿not enough¿ or ¿not consistent.¿ it was reported the patient experienced a shocking/jolting sensation. This started randomly yesterday when the patient turned her head (not sharply) and felt a jolt to the back of her head. The patient tried turning the implantable neurostimulator (ins) way down, but turned her head and felt the zapping again. The zapping was described as a shocking/jolting sensation. It was noted if the patient turned the ins off she would get severe headaches. It was noted therapy was not working as expected. Additional information received reported the manufacturer representative (rep) was going to call the patient. It was reported the patient¿s ins started to send random electric shocks to the back of the patient¿s neck, which was where the entrapped nerve was and that is where the stimulation goes when the device works. It was noted the patient had tried to reach a physician, but had ¿no luck¿ and hadn¿t heard from the rep yet. The patient reportedly had the stimulator set on a very low setting so that the electric shocks weren¿t as harsh, but the pain was reportedly extremely high. It was later reported that the rep met the patient at the physician¿s office and she was ¿all set.¿

Event description:
Additional information received reported impedances were performed during the procedure. No issues were seen intra-op. The patient was reportedly receiving effective therapy.